Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 600 mg/dl which was addressed with a manual injection and infusion set change. The suspected cause for the bg was unknown. Tandem technical support performed a pump system check and found the pump to be functioning as intended.